Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was broken and would no longer work to charge the pump. In addition, it was reported that the pump history was missing data despite the pump being in use. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.